Event description:
Asr revision, asr xl - left. Reason(s) for revision: multiple reasons, refer to scf. Rcvd email that states 'according to surgeon notes dated 16th february 2015 reasons for revision surgery: clear metal reaction (metal ions in blood; cr 11 & co 63). Fluid cavity found in mars-MRI scan (sized of 5 * 2 cm). Awaiting on scf to conf reasons as above.. 10 march 2015 - update - rcvd conf that implant date is (B)(6) 2005.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - left, reason(s) for revision: multiple reasons, refer to scf. Rec'd email that states 'according to surgeon notes dated (B)(6) 2015 reasons for revision surgery: clear metal reaction (metal ions in blood ;cr 11 & co 63). Fluid cavity found in mars-MRI scan (sized of 5 * 2 cm) ' awaiting on scf to conf reasons as above. March 10, 2015 - update - rec'd conf that implant date is (B)(6) 2005. Update 23 mar 2015: added scf with confirmation of reasons for revision - pain, noise and alval. Corrected lot number for head, input correct implant date. (B)(4).